Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 17-feb-2023 h.6. Investigation summary: bd received [2] photos and [12] samples for investigation. 2 customer photos and 12 customer samples were received for review and evaluation. One customer photo shows the product packaging, and the other photo shows a used device with front/rear barrel separation. Therefore, this complaint can be confirmed based on the customer photo provided. Bd is able to confirm the failure mode of separates during use based on customer photo analysis. Bd is unable to confirm the customer¿s reported failure mode of needle stick ¿ after use/dirty based on customer photo analysis. In addition, the 12 customer samples were subjected to a draw test followed by retraction lockout testing to assess for any issues during activation of the safety mechanism. All samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on customer sample testing results. Bd is unable to confirm the customer¿s reported failure mode of retraction issue based on customer sample testing analysis. Bd is unable to confirm the customer¿s reported failure mode of needle stick ¿ after use/dirty based on customer sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder when the button was pressed to retract the needle the needle separated and hit the patient and the nurse. Blood tests to check for infection was performed on the patient and the nurse. The following information was provided by the initial reporter: customer stated using the butterly to draw blood from right ac, she drew two tubes. As soon as she touched the button to retract the needle, the needle bounced back hit patient on forearm and hit nurse on the thumb. Nurse washed affected areas on nurse and patient with soap and water. Did the specimen(s) need to be recollected? No did exposure to blood/ bf occur? Yes if exposure occurred was there any post exposure testing or medical intervention? Yes, blood was drawn on patient and nurse to check for infection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder when the button was pressed to retract the needle the needle separated and hit the patient and the nurse. Blood tests to check for infection was performed on the patient and the nurse. The following information was provided by the initial reporter: customer stated using the butterly to draw blood from right ac, she drew two tubes. As soon as she touched the button to retract the needle, the needle bounced back hit patient on forearm and hit nurse on the thumb. Nurse washed affected areas on nurse and patient with soap and water. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Yes, blood was drawn on patient and nurse to check for infection.